Event description:
It was reported that the patient's atrial lead was over-sensing noise. No patient symptoms were reported. The atrial lead was capped and replaced on 3 sep 2021. The patient was stable throughout.